Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant check, the leads were found to be reversed in the connector header. A subsequent procedure was performed to place the leads in the correct ports.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received